Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg. According to the reporter: before opening patient, during checking abdominal cavity, a piece of the seal was found. Dr. Commented that product did not got caught by other devices. Another device was used. No patient harm. Patient age, gender and weight: not provided. Operating time not extended. Tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding. The procedure was not converted to an open procedure after the piece was found.

Manufacturer narrative:
(B)(4).